Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Considering the formulation of the complaint (as recorded in the complaint file), there is not enough information to mark in the field "required intervention to prevent permanent imparement / damage"

Event description:
It was reported that the product does not maintain the catheter in place. They rest a new catheter epidural in a fully diladed primiparous (fully dilated primiparous).